Event description:
Patient's IV was reported as beeping throughout the night. Tubing was changed out. IV tubing had a port that had something stuck in it. Upon inspection, it showed to be hard plastic connecting piece of another IV tubing that broke off in the port.